Event description:
End user states: "he was pushing his mother on a ramp above water when the transport wheelchair collapsed and closed while she was sitting in it. (B)(6) and his brother caught their mother and she was uninjured. They have pictures of the piece that's not locking. Also, (B)(6) brother has access to the serial number but the chair wasn't with him at the time of the call. They will call back with the serial number."

Event description:
End user states: "he was pushing his mother on a ramp above water when the transport wheelchair collapsed and closed while she was sitting in it. Mr. (B)(6) and his brother caught their mother and she was uninjured. They have pictures of the piece that's not locking. Also, mr. (B)(6)'s brother has access to the serial number but the chair wasn't with him at the time of the call. They will call back with the serial number."

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model and serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). Initial pr#(B)(4) issued MFR report #1525712-2012-01175 indicating the brand name as a mechanical (manual) wheelchair and type of device as ior. The correct brand name is mechanical chair / transport chair with the type of device as inm. The (B)(4). (B)(4) - no RMA has been initiated for this issue. Model and serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.